Event description:
On (B)(6) 2026, the patient was wearing a pod on the abdomen for an unknown duration when medical attention was sought at an urgent care facility due to fatigue, weakness, and hyperglycemia. The duration of pod wear was unavailable because the patient could not recall this information. The patient reported blood glucose levels exceeding 500 mg/dl at the time of presentation. The patient stated that the reason for seeking medical attention was not related to an issue with the pod. The patient remained at the urgent care facility for approximately three hours and was discharged on the same day. The diagnosis provided by the medical professional was high blood glucose levels. Treatment included administration of ciprofloxacin antibiotics. No hospitalization was reported. The pod was removed by urgent care professionals; therefore, device identification information was unavailable.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s921usqs5czc1. Hardware: sm-s921u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.